Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 519 mg/dl. Customer's other blood glucose value was 413 mg/dl. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the contact was not missing, damaged, or corroded. Customer had not tried a replacement battery cap. Customer did not want to continue to trouble shoot for high blood glucose. The customer was treated with manual injection. The device will not be returned for analysis.